Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the two pictures received. Visual analysis of the picture received determined that two-needle/sutures of product code vcp371h with the breakage tip could be observed in the picture. A second needle is used to compare the tip. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? I am not aware of any additional damage. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a gabg procedure on (B)(6) 2021 and suture was used. During the procedure, after putting the sternal wires, the surgical registrar has used a 1 vicryl vcp 371, 48mm 1/2c to control the bleeding from the sternal bed. When the needle was returned, the scrub nurse noticed that the needle is broken which was found later from the surgical cavity. Mhra ref (B)(4). The scrub nurse immediately informed the surgeons about the broken needle and the surgeons found it later while closing the chest. No adverse patient consequences were reported. Additional information was requested.